Event description:
The customer reported white blood cell (wbc) analysis failed during start-up involving coulter act 5diff autoloader (al). The customer attempted to restart multiple times and was prompted to replace the drain filter. The customer replaced the drain filter but did not resolve the issue. Beckman coulter, inc. Customer technical service (cts) advised the customer to perform a back-flush three times followed by an extended cleaning. The customer observed the wbc bath overflowed during extended cleaning. The customer stated the liquid spill was contained within the unit. The customer had on personal protective equipment (ppe), gloves, eye goggles, and a laboratory coat during the incident. The customer followed the facility's risk management plan and cleaned up the fluid spill. The customer confirmed patient results were not impacted. Beckman coulter, inc. Cts advised the customer to drain the wbc bath using software functions and to verify the solenoid functionality. The wbc bath drained properly and did not overflow. The customer completed a successful start-up and all parameters passed. The customer was to perform all three levels of quality control. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered solenoid valve 35 not functioning properly and replaced the valve but did not resolve the issue. Additional parts were ordered to repair the unit. (B)(4).